Manufacturer narrative:
The insulin pump was received with blank display and a hot battery after battery insertion due to broken off battery cap contact shorting to the battery tube spring and inner battery tube wall. The pump was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display anomaly. The pump was unable to verify battery not compatible alerts during testing due to blank display. The pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay, missing battery tube bumper and broken battery cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of battery not compatible. The customer's blood glucose level was unknown at the time of the incident. The customer stated that when the battery is removed from the pump, it is very hot. The product was returned for analysis.